Event description:
(B)(4) the complainant reported 'I just received a complaint for liquiband exceed. The pics look like this could be from a deeper dermal issue but want our clinical to review and provide their feedback. The medtronic team has filed with their quality department as well. Facility: (B)(6), date of surgery: approx (B)(6) 2026, date reported: (B)(6) 2026, dr. (B)(6), procedure: pacemaker insertion, product: liquiband exceed lx6, mdt rep; (B)(6). "I've had 2 recent patients with what I can best describe as skin necrosis along the entire pacemaker incision line. It seems like it may relate to the liquiband. Both are 2 weeks post implant, I have never seen anything quite like this. Both patients are (B)(6) y/o. This is not a scab; it seem to go through to the device and I expect both will need system removal (hope I am wrong!)" Dr. (B)(6). I have asked for more information around other closure device and dressings.'

Manufacturer narrative:
MFR report #: (B)(4) the complainant reported 'I just received a complaint for liquiband exceed. The pics look like this could be from a deeper dermal issue but want our clinical to review and provide their feedback. The medtronic team has filed with their quality department as well. "I've had 2 recent patients with what I can best describe as skin necrosis along the entire pacemaker incision line. It seems like it may relate to the liquiband. Both are 2 weeks post implant, I have never seen anything quite like this. Both patients are (B)(6) y/o. This is not a scab; it seem to go through to the device and I expect both will need system removal (hope I am wrong!)" Dr. (B)(6). I have asked for more information around other closure device and dressings. See pics attached. Update recieved from medtronic 20-01-2026 it was reported that two weeks after the device was used for skin closure during a pacemaker insertion procedure. The patient presented with necrotic tissue around the entire incision, with the necrosis appearing to be deep. This resulted in an intervention.' We cannot confirm or deny wheher this adverse event was caused by an ams advice, however, as medical intervention was required to preclude permanent impairment or damage, this event meets the definition of a serious injury.